Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary : bd received approximately 1 shelf carton of customer samples for review and analysis. Ten of the customer samples were randomly selected and subjected to sleeve function testing using 10 tubes per needle. All the samples passed testing as there was no evidence of sleeve defects, side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Therefore, this complaint cannot be confirmed based on customer sample testing results. Additionally, 10 retain samples were subjected to sleeve function testing using 10 tubes per needle. All the samples passed testing as there was no evidence of sleeve defects, side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Therefore, this complaint cannot be confirmed based on retain sample testing results. Bd is unable to confirm the customer¿s reported failure mode of sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle that the grey rubber covering the needle did not return to its place between two tubes, and blood flowed into the tulip. No patient impact.